Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving unknown baclofen (2000 mcg/ml at 150 mcg per day) via an implantable pump. It was reported that the patient had ongoing spasticity despite increases in daily dose. The patient said she felt like the pump shifted a few inches from where it was originally and pulled the catheter out of correct space. There were no known environmental/external/patient factors that may have led or contributed to the issue. The physician opened the pocket and explored and deemed. The physician decided to explant the entire catheter and implanted the two revision kits. The catheter was removed and discarded on (B)(6) 2025. The issue was resolved.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (unknown serial/lot); product type: 0184-catheter; implant date (B)(6) 2018; explant date (B)(6) 2025 brand name ascenda; product ID 8784 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2024; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.